Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed a bicarbonate buffer test per (B)(4). The sensor failed per specifications due to low readings.

Event description:
The customer called to report that the insulin pump went into threshold suspend mode due to the sensor glucose reading varying from the blood glucose reading. The customer's sensor glucose reading was 42 mg/dl compared to the customer's blood glucose reading of 126 mg/dl. The customer also had a cal error alert, a change sensor now alert, a change sensor alert, and a lost sensor alert. The customer inserted the sensor 4 days ago. The customer was advised to change the sensor and that it would be replaced.